Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose level ranged between 150-200 (mg/dl). Reportedly, the customer will continue to use the pump and has an alternate pump for continued insulin therapy.